Event description:
Caregiver called to report that the skin under patient's tape collar was "itchy".

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to the reporter, the patient changes the pouch system every 3 or 4 days. The reporter was advised to discontinue the product and an alternate product was sent. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/ event details have been provided to date. Should additional information become available a follow up report will be submitted. Reported to FDA on (B)(4) 2013. Event date: unknown, so the date used was the date convatec became aware.